Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer husband reported via phone call that the insulin pump alarmed compromised force sensor system. The patient¿s blood glucose level was 128mg/dl at the time of the incident. The customer stated that the drive support cap was loose. The device is not expected to be returned for analysis.